Event description:
Customer reported a tpn over infusion. The intended rate was 35 ml/hr, and at some point during the infusion the rate was increased to 95 ml/hour. The device was alarming; the nurse came into the room and noticed the tpn bag was empty and the rate was 95 ml/hour. The customer reviewed the device event log and found the key stroke entry when the nurse changed the rate to 95 ml/hr. Customer reported the pt had increased blood glucose levels and required extra blood glucose draws and insulin. Although requested no add'l pt or event details were provided.

Manufacturer narrative:
(B)(4). No allegation of a product malfunction was made by the customer; customer declined a carefusion investigation because their internal investigation showed the over infusion was due to user programming. The customer's complaint of over infusion could not be confirmed due to the product was not returned for investigation.